Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt cable connecting ECG c and the distribution node was severed, damaging the green (belt dischg), orange (lead 2-), violet (agnd), red (-5v) and blue (+5v) wires. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The cable connecting the distribution node to ECG c was cut, severing multiple wires.